Manufacturer narrative:
(B)(4). Date sent: 08/04/2025. D4: batch #unk. Additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. - how was the bleeding controlled? Compression. - how much blood was lost (ml)? Unknown. - did the patient require a transfusion? No. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a97k5c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. It was further reported that they noted oozing after firing when both staple and cut lines were both complete. They performed compression hemostasis to prevent oozing. Changed to another two staples to continue the procedure but the same problem happened. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 08/17/2025. D4: batch #499d24. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a cecr60w reload(b), a gst60t reload(c) and a gst60b reload(d) present. The reload(b,c) were received unfiredl, reload(d) was received partially fired 1/2. The returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 499d24, and no non-conformances were identified.